Event description:
On (B)(6) 2013, the patient¿s mother/reporter contacted animas on behalf of the patient claiming the patient had some hypoglycemic episodes after she increased his morning basal from 1.35 to 1.4 and changed his insulin to carbohydrate ratio (I:c). The reporter allegedly changed the patient¿s insulin regimen because she his blood glucose has been reading high after lunch. After the alleged changed in basal and I:c ratio, the patient had a blood glucose reading of 230 mg/dl at bedtime and woke up with a blood glucose reading of 57 mg/dl. The patient was treated with orange juice and ate his breakfast. His blood glucose reading resolved to 180 mg/dl. At lunch that day, his blood glucose dipped to 59 mg/dl and he reportedly required treatment with food/drink from the school nurse. His blood glucose eventually resolved to 90 mg/dl. At the time of his low blood glucose readings, he reportedly felt like he was going to pass out and had a headache. The reporter indicated that she was not comfortable with changing the patient¿s basal insulin regimen and will consult with the patient¿s healthcare provider for assistance with the patient¿s insulin regimen. Troubleshooting indicated the advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient had low blood glucose and required medical intervention while on insulin pump therapy. Although there was no malfunction involved with this event, use error could not be ruled out as a contributor to the alleged event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen as found to be discolored. The display screen was replaced with a test screen and the display returned to normal.